Manufacturer narrative:
Date rec'd by MFR: 21nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the original complaint of oxygen device failure did not occur. After replacing the airflow sensor, the unit was cycled for 1 hour at 50% duty cycle and no errors occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer's biomed reported oxygen device failed error. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 25sept2019. The manufacturer's field service engineer (fse) confirmed the reported error code from the significant event log. The fse tried to perform the o2 mix test, which failed. The device did not push o2 through and was not picked up via flow meter. The manufacturer's field service engineer (fse) replaced the entire gas delivery system (gds) to correct the problem. The device passed all required testing. No new codes popped up. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.